Manufacturer narrative:
Lead model 3888-45, lot# v113346, implanted: (B)(4)-2008, explanted: unk, lead model 3888-45, lot# v088866, implanted:(B)(4)-2008, explanted: unk, lead model 3888-33, lot# v101635, implanted:(B)(4)-2008, explanted: unk, lead model 3888-33, lot# v101635, implanted:(B)(4)-2008, explanted: unk, extension model 37082-20, serial# (B)(4), implanted:(B)(4)-2008, explanted: unk, extension model 3708240, serial# (B)(4), implanted:(B)(4)-2008, explanted: unk, recharger model 37752, serial# (B)(4), programmer model 37742, serial# (B)(4).

Event description:
It was reported that the stimulator was not working. Additional information has been requested, but was not available in time for this report.